Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator changeout procedure. On (B)(6) 2019, during the procedure, the patient¿s chronic right ventricular lead was also capped and replaced due to lead noise. No other electrical anomalies were noted on the lead. The patient was not dependent and did not experience any adverse events as a result of the noise. The patient was stable.